Event description:
It was reported by the rep the device was used during a laparoscopic low anterior resection. It was reported they tried to put the ez45g through a tec18 trocar and it did not fit. They pulled the trocar out, slid the instrument through the trocar site, put the instrument across the rectum and fired. The instrument stapled but did not cut. They divided between the staple lines with the lcs15. They made a subsequent firing with the ez45g -- the instrument would not fire. They completed the transection with the tsb35. Hooked the colon back to the rectum with the cdh29, when they tested the anastomosis the staple line leaked off the edge of the ez45g staple line. Dr sutured the leak shut using the endostitch. The case was prolonged approx 1 hour.